Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump experienced an unexpected restart alarm. Customer's blood glucose levels were not included in the report. Troubleshooting was done. Product is expected to return.

Manufacturer narrative:
Blank display due to battery tube connector unlocked. Unable to confirm the unexpected restart error alarm, external ram crc error alarm, low battery alarm or perform the self test, displacement test and operating currents measurement due to blank display anomaly.